Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20075. It was reported that upon interrogation the atrial lead exhibited noise and the right ventricular lead also exhibited noise and high impedance. The leads were explanted and replaced. The patient was in stable condition post-procedure.